Event description:
It was reported that air bubbles were observed within the mobi cartridge. There was no adverse impact to the customer's blood glucose level. The customer continued to use pump for insulin therapy.